Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2107092. Medical device expiration date: 30jun2026. Device manufacture date: 30jun2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the tip of the syringe was deformed. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: the helix where the needle barrel engages with the empty needle is skewed and cannot be connected with the needle and cannot be used.

Event description:
It was reported while using bd plastipak¿ syringes the tip of the syringe was deformed. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: the helix where the needle barrel engages with the empty needle is skewed and cannot be connected with the needle and cannot be used.

Manufacturer narrative:
H6: investigation summary: three photo samples were provided to our quality team for investigation. Upon inspection of the product, the tip is observed to be poorly molded, noting it is slightly damaged and not straight. There was no visual defects identified in relation to the luer threading. A device history review was performed for reported lots 2107092 and 2006228, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were reviewed and verified to be within validated limits. Ten retained samples of each lot were used for additional evaluation. All product was visually inspected, no damage or defects were observed within the syringe tips or luer threading. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification, no issues related to the reported incident were noted. While we cannot identify a direct issue, based on the sample evaluation it appears the product may have been damaged during the molding process when the pieced was removed from the mold.